Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) (B)(4) on behalf of the patient (her husband) alleging a onetouch verio iq meter was displaying inaccurately high readings compared to his feelings or normal results and compared to an ems meter. The complaint was classified based on the customer care advocate (cca) documentation as well as information obtained from follow up questions. The reporter stated prior to the start of the alleged issue on (B)(6) 2013 at 5:38 pm the patient obtained a reading of "9.8 mmol/l" on the lfs meter and administered 27 units of novarapid insulin based on the blood glucose (bg) reading and his carbohydrate count and he had supper as usual. The reporter confirmed that the patient believed the meter to be reading accurately. The reporter stated on (B)(6) 2013, 15-30 minutes prior to the start of the alleged issue, the patient developed symptoms of feeling "a little slower, dizzy and confused" and he tested on the lfs meter and obtained a reading of "12.2 mmol/l" on the subject meter. The reporter stated she believed the meter to be reading inaccurately therefore she called emergency medical services (ems) in response to the reported symptoms. The reporter confirmed there was no additional treatment in response to the alleged high reading. At an unknown time later, ems arrived and tested with their meter and obtained a reading of "1.2 mmol/l". The reporter stated the patient was given "1 glass of orange juice and 2 spoonfuls of white sugar". After waiting 5 minutes, the reporter stated the patient was given the same treatment again. The reporter stated the patient's symptoms abated however he was taken to the hospital for observation. The reporter stated the patient was given no additional medical treatment while at the hospital, but was given milk and cookies. The reporter stated on (B)(6) 2013 in the morning, after the patient was stabilized, he was released. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the meter reading inaccurately, the patient was unable to treat himself accordingly and required treatment from a healthcare professional and was hospitalized for observation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter and test strips have been returned on 6/18/2013 and 6/4/2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.